Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this device displayed a message indicating a charge time out had occurred. It was also noted the device had reached elective replacement indicator (eri). There was a concern the battery depleted prematurely. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted tool marks on the case. All seal plugs are intact. All setscrews operate normally. A review of the device memory confirmed a fault, recorded on 19-may-2016, due to the charge time limit having been exceeded. The memory was corrected. Review of the recorded episodes did not reveal any irregularities. A capacitor reform was initiated with a charge time was 11.5 seconds. The device was submitted for and passed electrical testing. The device case was removed in order to facilitate inspection of the internal components. Visual inspection noted swelling of the high voltage capacitor. This capacitor was removed and detailed analysis identified arcing damage within it. Due to the damage, the root cause for the arcing could not be determined. This damage resulted in the observed long charge times.